Manufacturer narrative:
(D4) lot number corrected from 0023210533 to 0023449277. Expiration date corrected from 07/07/2020 to 08/23/2020. (H4) device manufacture date corrected from 01/09/2019 to 02/25/2019. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts bunched proximally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 45mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre- dilatation was performed with a 2.5x20 non- bsc balloon, a 3.00x28mm synergy ii drug-eluting stent was advanced; however, difficulty delivering the device was noted. When the device was attempted to deliver again, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre- dilatation was performed with a 2.5x20 non- bsc balloon, a 3.00x28mm synergy ii drug-eluting stent was advanced; however, difficulty delivering the device was noted. When the device was attempted to deliver again, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.